Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath her left breast. The patient's physician instructed her to keep the area of irritation dry. The patient's medical outcome is unknown.